Event description:
The customer reported the aa4203tl silicone single piece lens tore as it was ejected into the eye. The lens was removed without altering the incision and another same model lens was implanted without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Based on the complaint history, lens work order search, product evaluation, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Pt ID and weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. 2023826-2014-00937 . Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Visual inspection of the returned lens showed evidence of clear surgical residue on the lens, inspection also showed that more than half of the lens and one of the haptics was torn off/missing. A lens work order search found no similar complaints. A cartridge lot search found one similar complaint. Per medical review - reportedly , single-piece silicone toric iol tore upon insertion, requiring intraoperative lens exchange. The damaged lens was removed without incision enlargement or any other tissue damage. Another iol of same model was implanted successfully. No reported postoperative sequelae. According to the report, dated (B)(6) 2014, the most likely cause of lens damage was unknown but there was a possibility that user error during loading might have caused the reported event. Based on the complaint history, lens work order search, product evaluation, cartridge lot search, and medical review, a specific root cause of the event could not be determined. (B)(4).